Event description:
A minimally invasive surgery on the lumbar spine for a lateral fusion of vertebrae l2 to l5, with posterior percutaneous fixation, due to a lumbar degeneration, with intended placement of 8 vertebra screws bilateral for fixation (at l2 to l5), was performed with the aid of the display by the brainlab navigation software spine&trauma navigation 2.0 during the procedure the surgeon: with the patient in prone position attached the 2-pin fixator with schanz pins and 4-sphere array on the right posterior superior iliac spine. Acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Planned the intended screw position with a brainlab pointer at l2 left. Used the cirq drill guide with a trocar to drill a pilot hole and inserted a k-wire. Repeated this procedure for k-wires in l3, l4, l5 left. - after placement of the 4 k-wires, before switching to the right side of the patient, performed an intraoperative fluoro scan to confirm placements. Detected that the k-wire placements at l2 left and l3 left deviated from its intended position by 3 mm lateral, parallel to the intended trajectory .acquired another intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, verified the registration but determined the accuracy to be not sufficient to proceed with the aid of navigation. Decided to continue the surgery with conventional methods (under fluoroscopic guidance) without the aid of navigation, and to re-place both k-wires to their correct locations before inserting the screws following the k-wires. Completed the surgery successfully as intended and closed the patient. According to the hospital (treating clinician): the deviation of 2 of the 8 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery and also before placing pedicle screws, and the k-wires were corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all k-wire and screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since 2 k-wires were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon (treating clinician): the deviation of 2 of the 8 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery and also before placing pedicle screws, and the k-wires were corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all k-wire and screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screws at left l2 and l3 (by 3 mm lateral from the intended position, parallel to the intended trajectory) was: a movement of the navigation reference array due to an insufficiently rigid fixation and/or inadvertent forces applied on the array during the initial registration. To a potential lesser degree a possible shift in medial schanz pin may also have contributed to the unintended movement. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the registered pre-placement scan on which navigated instruments are tracked and the patient anatomy. Furthermore, any deviation of the reference array would cause an increase in deviation as the surgeon navigates further from the reference point. The shift seen follows a diminishing deviation from l2-l5 with only l2 and l3 being repositioned. Apparently, the resulting deviation between the registered preoperative image scan in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.